Manufacturer narrative:
.

Event description:
Reporting status: serious injury-surgical intervention; permanent damage. Reporting rationale: artery blockage requiring bypass surgery. Device issue: no device malfunction has been reported. It was reported via a trial, that the patient had shortness of breath and chest pains in 2009. The patient was admitted to the hospital and an angiogram was performed in 2009, which showed an 80% blockage at the ostium of the lad, requiring coronary artery bypass surgery. No additional event or patient information is available.